Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported the ventilator would not operate on battery power but would operate on ac power. The customer reported the ventilator was in use on a patient and there was no patient harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported testing with another battery and the ventilator charging led indicator was lit but the device did not operate on the battery. The biomedical engineer reported the power supply will be replaced to address the reported problem.